Event description:
On 30-may-2024, a spontaneous report was received from the united states via telephone regarding a 51-year-old female consumer who used thermacare lower back & hip l/xl heat wrap for back pain. The doctor advised her to use ibuprofen and heat for her back. On (B)(6) 2024, the consumer provided additional information. On (B)(6) 2024, the consumer applied a thermacare lower back & hip l/xl for her back injury. Approximately after 6 hours after use of the heat wrap, the consumer removed it and did not notice anything different. She did not apply extra pressure over the product while wearing it. On (B)(6) 2024, she experienced more pain in the area. On (B)(6) 2024, she saw her doctor who told her she should only have used heat for 5 minutes. She was diagnosed with first and second degree burns. The burn areas were about 7-8 inches across by 2 to 2.5 inches long. The doctor wanted to give her silver silvadene and gabapentin but she was allergic to them. Subsequently, she was given hydrocodone and amitriptyline along with ibuprofen. She tried to use aloe vera to keep if from drying out, but it burned. Her burn felt like it was on the inside and deep. She only had 3.5 hours of sleep on (B)(6) 2024 due to the pain. On (B)(6) 2024, the consumer saw her doctor to see if there is anything stronger, she could take for pain. She anticipated if she was not feeling better by (B)(6) 2024, she anticipated seeing her doctor again. She was unsure if she would have a scar. On (B)(6) 2024 it was learned that the consumer visited her doctor on (B)(6) 2024. The doctor advised her to use aloe. She had been using triple antibiotic ointment. Her symptoms were improving and her burns were healing. The redness is resolving but she still had pain and difficulty laying on her back. No additional information is expected.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer receiving a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.